Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/10/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings: evaluation revealed that the display was discolored. Unrelated to the display issue, the keypad was found to be torn below the ok button. All of the keypad buttons responded appropriately. (B)(4).